Event description:
It was reported to boston scientific that during a procedure the extractor rx retrieval balloon came off inside the patient's duodenum and it was left to pass through via defecation. The procedure was completed successfully with another device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The suspect device is not available for return. A device evaluation cannot be performed. The cause of the reported malfunction is undetermined. Product unavailable for analysis.